Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient presenting with shoulder pain; the surgeon decided to convert the hemi shoulder to a total by putting in a glenoid component.